Event description:
A complaint was received in which a customer states that customer's glucometer elite is giving higher readings when compared to customer's physicians system (method unknown). A recent example was the elite system giving a blood glucose result of 386 mg/dl while customer's physician system gave a result of 180 mg/dl. Both tests were conducted at the same time from different finger sticks. While on the phone it was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not provide or support the use of an off brand reagent strip. Electronic checks of the system were satisfactory. Also replacement reagent and control solution was provided and testing conducted. The results of control testing were satisfactory and a blood sugar was performed. The customer is satisfield and was invited to call company's 24/7 customer service number if any aditional problems should be encountered.